Event description:
On (B)(6) 2012, the reporter, the patient's son, contacted animas to report that the patient was admitted to the hospital ICU "due to high blood glucose levels" and was being treated intravenously with insulin. The reporter was unable to provide any further information regarding the patient's status, the pump settings, or the patient's technique. The pump was not available at the time of the call to customer support. The customer support representative contacted the reporter multiple times to obtain and verify information; however, was unable to reach him by telephone. As the patient allegedly was hospitalized and treated with intravenous insulin while using the pump, and no further information about the event or the pump was available, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings:a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside normal use observed in the black box or download history. There was no data in the black box or download history from the time of the reported incident due to continued pump use. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.